Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event in order to endoscopically place zebd-7-4 for bile duct drainage, a stent was to be inserted into the guidewire by extending the pigtail using a straightener, but the stent was stuck in the middle and could not be inserted. Upon checking, there was a kink in the pigtail of the stent (B)(4). The physician used another device of same rpn (unknown lot). 26jul2024 obtained additional information. The physician used olympus/visiglide g260-2545a 0.025 inch (angled) with both complaint and replacement devices (B)(4) patient outcome no health hazard.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016)'. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA 'serious injury' report or 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016)'. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.